Event description:
Following successful detachment of four coils into the anterior communicating artery (acom) aneurysm, the fifth coil (the subject device) was uneventfully delivered to the target lesion. However, as the physician attempted to pull back and reposition the subject device, it became caught on the coil mass and stretched. As the physician attempted to withdraw the subject device, it broke from the pusher wire and was "suspended in the carotid and aortic arch". The physician was able to remove only part of the subject device after multiple attempts using different snare retrieval devices. There was approximately 1-2 cm of the subject device within the aneurysm and remainder protruded into the internal carotid artery. The patient was kept on aspirin and heparin. The patient¿s current condition was reportedly stable with no neurological deficits.

Event description:
Following successful detachment of four coils into the anterior communicating artery (acom) aneurysm, the fifth coil (the subject device) was uneventfully delivered to the target lesion. However, as the physician attempted to pull back and reposition the subject device, it became caught on the coil mass and stretched. As the physician attempted to withdraw the subject device, it broke from the pusher wire and was "suspended in the carotid and aortic arch". The physician was able to remove only part of the subject device after multiple attempts using different snare retrieval devices. There was approximately 1-2 cm of the subject device within the aneurysm and remainder protruded into the internal carotid artery. The patient was kept on aspirin and heparin. The patient¿s current condition was reportedly stable with no neurological deficits.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided the coil became caught on the coil mass and stretched as the physician attempted to reposition the coil and subsequently, broken as it was being drawn back. Coil breakage is a procedural risk associated with the coiling procedure and noted in the labeling. Therefore, the most likely root cause of this event was determined related to operational context.

Manufacturer narrative:
(B) (4). Coil protrusion.